Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 48 first prime pulses and was deactivated at 586 pulses. No evidence was found that would result in a failure of the needle mechanism to deploy the needle as intended. No evidence was found that would result in an improper insertion of the cannula; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels rose to 17 mmol/l (306 mg/dl), while wearing the pod between 1 and 4 hours. It was noted that the pink slide did not move forward, but the cannula was visible; indicating a needle mechanism failure. It was noted that the patient was unsure if the cannula inserted properly into the infusion site. No information was provided on how the hyperglycemia was treated.